Event description:
When attempting to load the fastload cta CT syringe pack on the injector, a 100ml IV saline bag was attached to the provided spike to pierce the bag. After attaching it to the syringe, I placed the contrast on the other provided spike and began to draw the fluids into the syringes. When the "dual fill" button was pressed on the touch screen I received an error: system fault no. 234 - an injector hardware fault was detected - re-power injector or call for service. I attempted to restart the injector 3 times. Because a patient was waiting, a different scanner was used for the study. Once returning to the problem injector, I attempted a few more restarts and tried to remove the syringes in the injector. A puddle of water was noted to be on the floor at this time. When I inverted the head of the injector (as I would for any exam) water began pouring out of the head of the injector. Upon realizing this, the injector was shut off for safety. There is a spike that is used to load saline into one of the syringes, when the spike is twisted onto the syringe it cracks the spike. Then it lets the saline run down into the injector. Which causes the injector to malfunction. There is a spike that is used to load saline into one of the syringes, when the spike is twisted onto the syringe it cracks the spike. Then it lets the saline run down into the injector. Which causes the injector to malfunction. Findings upon further investigation: there is a spike that is used to load saline into one of the syringes, when the spike is twisted onto the syringe it cracks the spike. Then it lets the saline run down into the injector. Which causes the injector to malfunction. The problems seem to be happening with the syringe kits with a manufacturing date of 11/21/2017. Multiple kit failures noted. Defective kits returned to manufacturer for investigation.